Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract after activating the safety mechanism. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure. According to the customer's report, the hcp activated the safety mechanism but the needle was not retracted with its needle exposed."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard unit with no product documentation to indicate the reference or lot number. Additionally, four photos were provided for investigation which are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the barrel was deformed, preventing the needle from fully retracting. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A damaged barrel may occur during the manufacturing process as well as during transportation or storage of the unit. Damaged packaging would be a good indicator that the defect occurred during storage or transportation of the unit. However, as the packaging was not returned it is not possible further narrow down the root cause. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract after activating the safety mechanism. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle retraction failure. According to the customer's report, the hcp activated the safety mechanism but the needle was not retracted with its needle exposed."